Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the ok and down arrow buttons stick and are delayed at springing back up. It was reported that the pump is not exposed to water and there is no sign of keypad damage.